Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 for the same event. It was reported that during a left femoral ortho case, it was observed that the small battery drive and the quick coupling device were not catching the femoral nail while in use together. As a result, there was a five minute delay in the surgical procedure. It was reported that spare devices were available for use to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was not holding the 0.6mm wire, the unit was vibrating more than usual, the clamps were worn, internal components were corroded, bearings were worn and the stop ring was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.